Manufacturer narrative:
The correct number is adc fa1197-2010. The initial MDR was being submitted in accordance with 21cfr803.53.

Event description:
A hospital in (B)(6) reported that the heated wires of two rt210 adult dual-heated breathing circuits were unable to be connected "in any way." No patient consequence was reported.

Event description:
A customer reported when he attempted to use his blood glucose meter, his test did not start upon sample application. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batch 47773 exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. Customers will be notified through a remedial action adcfa1107-2010.